Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via the right brachial artery. The 90% stenosed, eccentric, de novo, 2.5x30mm target lesion contained a >45 and <90 degree bend and was located in the severely tortuous and moderately calcified left anterior descending artery (lad) and the left circumflex artery (lcx). The lesion was predilated with a 2.5x20mm maverick balloon catheter that reduced the stenosis to 70%. A 2.5 x 32mm omega stent was advanced into the patient but could not reach the target lesion due to the curve of the vessel. The physician removed the device and noted the stent was deformed. The procedure was completed with the implant of overlapping 2.5x28mm and 2.5x32mm omega stents. Postdilation was performed with a 2.5x15 quantum balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).